Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported a tibial impactor head fractured. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed as the returned device was fractured. All pieces were returned for visual inspection, which confirmed that returned instrument was fractured into two pieces. The reusable instrument was in service for over four years with an unknown frequency of use. The device history record and receiving inspection report were reviewed with no deviations or anomalies found. Review of the complaint history determined that no further action is required as no trends were identified. The package insert instructs the user to inspect all instruments carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument it should not be used and representative should be contacted for a replacement. The instrument was returned; a root cause was determined to be wear and tear with fracture at the instrument's end of life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.